Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt has had issues with driveline infections for over a year and a history of bleeding. The driveline infections had improved two months ago with 3 treatments per week; however, the pt has been started on anticoagulation medication due to a left ventricle (lv) thrombus. The pt continues to have issues with driveline infections but is at home and stable. The hospital staff will continue to monitor the driveline infections with antibiotics and will also monitor the pt's international normalized ratio (inr) as well as the lv thrombus.